Event description:
It was reported that there was a electrical reset message upon interrogation. The device is still in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4), the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. A power on reset occurred in ramware area 7 crc block on (B)(4)-2011.